Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the prime, displacement and basic occlusion tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion and excessive no delivery alarm tests due to the motor error alarms. A cracked reservoir tube lip was noted during visual inspection.

Event description:
It was reported that the insulin pump gave a motor error alarm during normal use. Troubleshooting was performed, and the drive support cap was found to be flush. It was stated that the device had not been exposed to high magnetic fields. The alarm history also showed no delivery and other error alarms. Nothing further was reported.